Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
It was reported to a covidien service center on (B)(6) 2016 that a customer had power cord damage to their controller. Upon triage on (B)(6) 2016 a service technician found that there were exposed copper wires.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged power cord. Therefore, this report will be based on information provided by the technical center. The gb scd 700 compression system was triaged and the complaint was confirmed; the service tech found the power cord had exposed copper wires. The cause of the reported condition for the damaged power cord was due to be handling. The damaged power cord was replaced to correct the reported issue. Gb scd 700 compression system was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.